Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5152713.

Event description:
It was reported via voluntary medwatch that the patient presented with high unspecified impedance and high capture threshold exhibited on the right ventricular lead. There were no intervention and patient consequences reported.